Manufacturer narrative:
The product was returned to pentax medical for repair. We checked the returned unit and confirmed that the ccd module distorted image. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd module. In addition, we confirmed that the objective lens unit scratched, the u/d lock lever improper adjustment, and the u/d lock lever hard to move; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report ""hr-rpt-0586(image failure)"" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Video image failure.